Event description:
It was reported the catheter fractured. The patient underwent a catheter access port (cap) procedure with obstruction suspected due to there was no fluid feedback through the cap. The patient experienced increased spasticity. The patient was scheduled for a catheter revision surgery. The patient status at the time of the report was indicated as alive-no injury. The catheter was subsequently revised. The pump was used to deliver lioresal. It was later reported that the patient had no noticeable improvement in tone following the increase in his pump infusion rate approximately 6 weeks ago. The patient's urinary tract infection had been successfully treated. A single bladder stone had been found and the patient was scheduled for removal. Since the treatment of the uti, the patient's tone was noted to have improved slightly; however, was not back to the tone and spasm control that they experienced prior to last november. It was noted the tone on the patient's right side was fairly well controlled, but on his left, the tone was at the ashworth 4/5 level with clonus easily brought out in both upper and lower limbs. It was noted the cap was easily accessed; however, aspiration did not produce any fluid. The needle position was confirmed but repeat aspiration showed no fluid return, indicating catheter obstruction. The patient would continue taking supplemental oral baclofen and the pump rate was decreased to 180mcg/day to prevent excessive baclofen dosing once intrathecal infusions resumed. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported the patient had a catheter replacement.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), product type: catheter. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
The catheter was returned in segments. Analysis of catheter serial# (B)(4) and catheter body revealed the catheter was incorrectly assembled. Segment 1 had no strain relief shroud on the distal side of the catheter connector. The distal catheter portion of segment 1 was installed backwards, with the lower numbered centimeter hash marks at its proximal end and the larger numbered centimeter hash marks more distal. This indicates this portion was part of a revision where the distal dispensing holes were cut away and the resulting portion of catheter was used for the revision. Also of note for segment 1 was a non-significant indent in the seal material down in the cup of the sc connector. Analysis of catheter serial# (B)(4) revealed the catheter body was broken. Segment 2 has its numbered centimeter hash marks that are the same as what are seen on segment 1 which indicates this portion is the previous 8709sc. Prior to decontamination, segment 2 was noted to have a suture tied directly to it but the suture subsequently dissolved in bleach solution. Inspection of segment 2 shows two separate areas where sutures had been applied directly to the catheter in a more proximal area of the segment. The placement of these sutures is highly unusual and it can¿t be determined with certainty if the sutures were there while the catheter was implanted or if they were placed during or after explant. An internal occlusion of segment 2 that broke loose during decontamination was most likely related to the sutures applied directly to the catheter. Segment 3 is unusual due to the nature of the break. Event information strongly indicates a catheter break was observed but a typical catheter break would be more distal to the anchor and related to some type of compression of the catheter. However in this case there is no compression and no jagged looking end. Usually the look of the distal end of segment 3 would be associated to a cut, but the fact that the distal end is inside the v-wing anchor makes it less likely that a cut occurred in this area. The distal end of segment 3 could actually be related to a break where the v-wing anchor concentrated the damaging force on that particular area of the catheter.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.